Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken conductor wire and thermal damage to the yaw pulley that potentially contributed to the broken grip cable. Additional observations not reported by site that are related to the primary failure: the instrument was found to have a broken conductor wire within the bipolar yaw pulley between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, which confirmed a complete break in the wire. Components adjacent to the broken wire show damage, which may indicate potential mishandling or misuse of the instrument and the affected adjacent components were a broken grip cable and thermal damage to the yaw pulley. The instrument was found to have thermal damage to the yaw pulley near the broken grip cable and conductor wire. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps instrument was broken at the end of the procedure and everything was almost completed, so there was no need for the customer to switch for a backup instrument and the surgeon was content to complete the procedure with other instruments. There was no tissue in the grip and no injury. The instrument had 6 lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that instruments are always checked before surgeries and there was nothing out of the ordinary observed during the instrument's inspection prior to the surgery. There was no observed thermal damage and no arcing had occurred. The only observed issue was the broken grip cable. No injury nor any adverse event was reported and the procedure was successfully completed.